Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device led to the event or not, we are filing this report for notification purposes.

Event description:
Pre-operative diagnosis :l3-l5: lumbar canal stenosis, anterior spondylolisthesis with l41 degrees; procedure: l2-l3: laminoplasty, l3-l5: interbody fusion it was reported that during surgery, the dura mater was involved when the trial was pulled out. As a result, the cauda equine nerve was exposed and bleeding started which could not be stopped and exceeded 2500 cc. Surgical site was not visible due to bleeding. No product malfunction was reported. There was a delay of less than 60 minutes in the overall procedure time as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.